Manufacturer narrative:
(B)(4), device has been stated to be available for investigation; however, has not been received as of yet. If the device is returned and a device evaluation is completed a follow up submission will be sent. Please see maude report # (mw5030989) received for this incident.

Event description:
The following information was received on (B)(6) 2013 via a maude report # mw5030989: a cautery cord broke off at the connection where it fits on a laparoscopic instrument. When the surgeon went to go use the cautery. The cord sparked where the cord hooks to the instrument. Additional information was received from the customer on (B)(6) 2013. It was reported that the cord just broke off from the end where the cautery attaches to the instrument which caused a spark. The cord was replaced and the instrument in question was sent in for evaluation. The procedure (laparoscopic cholecystectomy) was completed as planned and there was no patient injury.

Manufacturer narrative:
Cfn-(B)(4). The device was not received for evaluation and additional information was not provided. A lot number was not provided, therefore, a DHR review could not be performed. Without the device, and additional information a determination could not be made. Should the device become available a new issue will be opened and an investigation will be performed and a follow-up MDR will be sent.